Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer stated they did not see any interference in the sample and no other samples were questioned. The customer's quality control (qc) was in at the time of the event. A siemens headquarters support center (hsc) evaluated the event. Hsc reviewed the process error log and did not find any issues. A review of the quick check data showed no failures related to this event. Hsc did find the imt (integrated multisensor technology) dilution was impacted on the initial run of the sample. Hsc found issues with the fluid verify and standard an air measurement for the initial results. The cause of the discordant, falsely elevated sodium and chloride results is sample specific, due to poor sample quality and the presence of gel, fibrin and/or cellular debris in the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on a patient sample on a dimension vista 500 instrument. The initial results were released to the physician(s), which were questioned. The customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.